Manufacturer narrative:
. Health effect: impact code: f2203 - imaging required a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side implant rupture confirmed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: underweight, an opening on posterior, red particles on the shell, crease flat, and wear abrasion. A microscopic analysis was performed which identified: two sharp openings on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: two sharp openings on posterior assessed as unidentified (tear) opening." Additional, changed, and/or corrected data: d.9, e.1, g.1, h.3, h.6.

Event description:
Healthcare professional reported left side "implant rupture" confirmed by ultrasound. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "implant rupture" confirmed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.